Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was very difficult to insert the intermittent catheter, which caused the patient to experience urinary tract infection. It was noted that the patient had been using the product for more than 90 days. Per additional information received on (B)(6) 2022, stated that because of the urinary tract infection, the intermittent catheters were very hard to insert. Per additional information via form with sample returned on (B)(6) 2022, it was reported that the patient received a different catheter than had been used because the warehouse sent wrong things like same as 1st, so there were 2 boxes to return. Also stated that the patient had recurrent urinary tract infection and was prescribed antibiotics twice. Later, the patient got a different product to use, so far the product was so good.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was very difficult to insert the intermittent catheter, which caused the patient to experience urinary tract infection. It was noted that the patient had been using the product for more than 90 days. Per additional information received on (B)(6) 2022, stated that because of the urinary tract infection, the intermittent catheters were very hard to insert. Per additional information via form with sample returned on (B)(6) 2022, it was reported that the patient received a different catheter than had been used because the warehouse sent wrong things like same as 1st, so there were 2 boxes to return. Also stated that the patient had recurrent urinary tract infection and was prescribed antibiotics twice. Later, the patient got a different product to use, so far the product was so good.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was very difficult to insert the intermittent catheter, which caused the patient to experience urinary tract infection. It was noted that the patient had been using the product for more than 90 days. Per additional information received on 06jan2022, stated that because of the urinary tract infection, the intermittent catheters were very hard to insert. Per additional information via form with sample returned on 27jan2022, it was reported that the patient received a different catheter than had been used because the warehouse sent wrong things like same as 1st, so there were 2 boxes to return. Also stated that the patient had recurrent urinary tract infection and was prescribed antibiotics twice. Later, the patient got a different product to use, so far the product was so good.